Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using expired insulin with the pump. Customer changed out insulin to resolve the issue. Customer experienced a blood glucose level of 526 mg/dl and administered a correction injection via mdi to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.